Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there was a check flange sensor message. The power process and a check and test of the flange sensor were conducted. The reported issue was unable to be duplicated at power up and no problem was found during the flange sensor test. The cause of the intermittent error was unable to be determined. The ear clip and ear clip spring will be replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump was alarming. There was no reported adverse event.